Event description:
It was reported that the screen went blank while infusing milrinone. Two other channels were infusing no issues on the same brain. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while infusing milrinone, a syringe module showed a blank space where "volume infused" is typically displayed. Two other channels were infusing no issues on the same brain. There was patient involvement but no harm. Following customer's internal investigation of the error logs it was reported the syringe pump had error code 353.7200.5 prior to incident date.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), c20 - no findings available, d15 - cause not established. Correction: unique identifier (UDI) #. Additional information: describe event or problem, medical device serial #, device manufacture date, imdrf annex a,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.